Manufacturer narrative:
On (B)(4) 2020, infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established. Please note: this MDR is a resubmission due to a bug in the FDA esubmitter system e3 section. This MDR is a retrospective submission resulted from a complaint handling remediation.

Event description:
On (B)(4) 2020, a distributor of infutronix reported an issue on behalf of an end user: "this is for a call which was taken yesterday at around 1:30pm. Patient (B)(6) who had surgery at (B)(6) surgery center in (B)(6) had told us that her IV set was leaking at the cassette-to-pump connection site. She tried contacting her anesthesiologist dr. (B)(6), but his voicemail was full and they hadn't gotten back to her. We paused the pump and turned it off so there wasn't fluid leaking everywhere. Then we notified todd to see if he could reach out. He instructed us to tell the patient to call the surgery center and to tell them to forward her to anesthesia. That apparently was the fastest way to get their attention. The patient did so and we didn't hear anything else back, so it sounds like it worked out." A patient was involved but not harmed.